Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2020-02977. It was reported that the patient's system was explanted at an unknown time due to ineffective stimulation. No additional information is known.